Event description:
Vaporizer output was set for 1% halothane, but delivered 5%. Analyzer in-line altered to high level. Estimated high flow time period was 1-2 mins. Halothane discontinued immediately.